Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and cleaned the reagent 1 probe, integrated multisensor technology module and aliquot drains. The cse also verified probe alignments. The cause of the discordant creatinine, urea nitrogen, potassium and total bilirubin results is unknown. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant creatinine (crea), urea nitrogen (bun), potassium (k) and total bilirubin (tbil) results were obtained on one emergency room patient on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who admitted the patient for observation. The patient was redrawn and the sample was tested on an alternate system. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant crea, bun, k and tbil results.